Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). Upon receipt at our post market quality assurance laboratory, product investigation indicates that the device history record (DHR) identified that there were no process related non-conformances, scrap, or rework performed. The ICD was returned. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to erosion and infection. There were no additional adverse patient effects reported. The ICD was explanted.